Event description:
It was reported that during a procedure, a farawave nav catheter was selected for use. The patient experienced hemolysis and required hospitalization. The patient is expected to make a full recovery. The device is not expected to be return due to disposal.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.